Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.

Event description:
(B)(6) 2015 - midline allegedly leaking on multiple occasions, leaking reportedly starts usually by day 3, multiple incidents. (B)(6) 2015.- as per rep, the facility stated they were using the midlines to power inject and they were leaking at the insertion site but there are no samples available to confirm at this moment. Rep instructed facility that these catheters are not indicated for power injection.